Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was alleged to have had a blank screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of "blank screen" was not verified or reproduced during evaluation. No cause was identified and no correction is required.  Should additional relevant information become available, a supplemental report will be submitted.